Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The select button was not responsive. Customer's blood glucose level was 220 mg/dl. The issue occurs every time there's an alarm and they are trying to clear it. It will take 3 times pressing to make it to work. The device was not returned.